Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: the device stapled with bad staple formation. There was no injury to the pt. Another stapler was used to complete the case. No bleeding was reported. Operative time was not extended. Some unanticipated tissue loss may have occurred.

Manufacturer narrative:
(B)(4).